Event description:
The customer reported the system was down with multiple errors. Battery pack is open.

Manufacturer narrative:
The ge service rep removed and replaced the battery packs. He also repaired the steering coupler that had the allen heads striped. System operates as intended at this time.